Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to his expected results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 2pm. The patient reported blood glucose results of "460, 303, 400 and 200 mg/dl" with the subject meter. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. Prior to the alleged issue, the patient claimed he was not responsive, eyes were bugged out, glassy and rolled back in his head. By 3pm that same afternoon, emergency medical services (ems) tested the patient's blood glucose "below 20 mg/dl" with the ems meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. The cca educated the patient about correct storage of the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.